Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not fully infuse. The device was filled with piperacillin / tazobactam (pipertaz) 13500mg in 240ml buffered sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured march 10, 2022 - march 22, 2022. H10: the device was received containing 137 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.